Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found when the rf head was plugged into the programmer and the rf head cable was moved it caused the programmer to shut down; the rf (radio frequency) head cable found damaged. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.